Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. As the 3.5x8mm quantum apex balloon was advanced through the tuohy borst outside the patient, the shaft fractured. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.